Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Clinical factors that may have contributed to the reported event are the clots found in the left ventricle on echocardiogram performed during the time of implant procedure and; elevated map's and difficulties with management of blood pressure during the post-operative period. With review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that during the lvad implant procedure large amounts of clots were removed from the left ventricle. Seven days later, the patient complained to the nurse of numbness and tingling to his left upper and lower extremities seven days after lvad implant procedure. A head CT confirmed an embolic stroke. The patient's heparin infusion was stopped and symptoms were reported to have "mostly resolved" by the following evening. The medical team stated that they had difficulty controlling patient's blood pressure (bp) due to gastrointestinal issues and nausea and vomiting. The medical team also stated that the patient's doppler bp was correlating with his systolic blood pressure. All symptoms reportedly resolved within 24-36 hours of occurrence. Of note, prior to the event, the patient's mean arterial pressures (map's) were elevated (88-100) and the medical staff up-titrated all medications and supplementing with intravenous (IV) hydralazine. The patient was discharged on (B)(6) 2015 and is reportedly doing well at home. He is following up with the stroke team as an outpatient.